Manufacturer narrative:
This is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. Information regarding a1 and a2 were not provided.

Event description:
Approximately 2 months after treatment, patient reported shooting pains, weakness, and numbness from her right elbow to her thumb and middle finger of her right hand. Clinic stated treatment went well, some discomfort on right side and additional lidocaine was injected during treatment. Patient stated she had an emg completed with results pending. No improvement of symptoms at that time. Approximately 4 months post treatment, clinic reported patient's symptoms were improving, but she still had some numbness remaining.